Manufacturer narrative:
H3:the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the ins has been replaced and the pocket site was revised to move the ins away from where the patient places their heating pad. The ins was returned for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for probably the last month they have noticed that their implant battery is not lasting as long as it used to. Caller stated that it's probably 2-3 days short of what it use to take to last between charges. Caller added that they have to charge the implant a lot more frequently, and it's taking longer to charge. Caller stated it takes 2 hours to charge the implant from empty to good with excellent quality. Caller denied making any changes to therapy or settings. Caller stated they usually just lay down and let the implant charge and confirmed they are able to get the implant battery to 100% within 2 hours. Agent reviewed with caller that recharge time is considered normal time frame, but implant charge depletion without therapy changes should be addressed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the implant interrogated. Additional information received from the patient via the manufacturer representative reported that recharging takes 2-3 times longer than it did when the battery was implanted. The patient believed that since they use an overly hot heating pad for years and recently started to shield the implant with an oven mitt that they could have adversely affected the implant. The patient was going to discuss replacement with a surgeon and wanted the pocket moved away from where they apply heat. The patient had a return of pain and the issue was ongoing.